Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 498 mg/dl. Customer treated with a insulin pen. The customer indicated that the tubing did not connect into place and they changed the infusion set. Customer indicated that after their infusion set was changed, their blood glucose went down. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to the infusion set. No further details given.